Event description:
It was reported that the external pulse generator had no output while it was to be pacing a patient. The generator was changed out and it was indicated that there was no harm to the patient. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had no output while it was to be pacing a patient. The generator was changed out and it was indicated that there was no harm to the patient. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm that the generator had no output. Analysis did find that the printed circuit board (pcb) and battery flex were contaminated, that the interconnect flex was contaminated and torn, the battery contacts were discolored, the heart wire contacts were out of shape and the heart lead flex was misaligned. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired. (B)(4).